Event description:
During evaluation of a returned homechoice device, an increased intra-peritoneal volume (iipv) event was identified which occurred in the therapy initiated on (B)(6) 2014 at 04:41:04. During night drain cycle one, the patient's ultrafiltration reading was 1725ml, indicating the home patient (hp) drained 1725ml more than their maximum programmed fill volume of 2200ml. No additional information is available.

Manufacturer narrative:
Complaint no: cmplnt-(B)(4). (B)(4). The device was received and an evaluation was performed to investigate the reported event. A review of the event history log verified the occurrence of an increased intra-peritoneal volume (iipv) event. A service history review revealed no indication that the parts replaced during servicing caused or contributed to the reported event. During evaluation, the homechoice device received a returned instrument testing evaluation (rite). This evaluation included functional and electrical testing of the device. The functional testing performed included leak testing, clamp function test, clear passage test, and device-device interaction testing with no issues noted. A visual inspection was performed with no issues noted. The cause was false empty detect at initial drain and initial drain alarm volume was met. Should additional relevant information become available a supplemental report will be submitted.